Event description:
It was reported that the doctor noticed on x-ray that a screw had backed out of a 2-level plate. The initial surgery was c5-c7. The doctor is monitoring the pt and is not performing a revision surgery at this time. The doctor thinks he medialized the screw at more than the allowed 8 degree of angulation."

Manufacturer narrative:
Additional information has been requested and if received, will be supplied on a supplemental.